Event description:
It was reported to boston scientific corporation that a rapid exchange biliary stent system was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct of a (B)(6) old male patient (patient weight is unknown). During the procedure, the rx biliary stent was loaded onto a 0.035" hydra jagwire and inserted into the olympus 180 ercp scope. However, while advancing the stent, the delivery system pullwire was pushed out from the exchange port of the catheter. Resistance was encountered and the delivery system was unable to continue advancing through the working channel of the scope. Inadvertently, the biliary stent was deployed within the working channel of the scope. The deployment catheter of the stent and guidewire were removed from the scope. The ercp scope was then removed from the patient with the stent within the working channel. Outside of the patient, the stent was removed from the scope with biopsy forceps. The scope was reintroduced into the patient. The procedure was completed with another rapid exchange biliary stent system and the same hydra jagwire. There were no reported patient complications. The patient was reported to be fine after the procedure.

Manufacturer narrative:
A visual evaluation of the returned device revealed the pull wire was kinked/twisted and pushed out of the ramp window. The kink on the pull wire was visible at the ramp window. The working length of the push catheter assembly was kinked near the proximal end. There was no visible damage to the stent or the guide catheter assembly. A functional evaluation revealed the handle could not be actuated and a 0.035" guidewire could exit the ramp window with minimum resistance. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is operational context.

Manufacturer narrative:
The device has been received; however the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a rapid exchange biliary stent system was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct of a (B)(6) old male patient (patient weight is unknown). During the procedure, the rx biliary stent was loaded onto a .035" hydra jagwire and inserted into the olympus 180 ercp scope. However, while advancing the stent, the delivery system pullwire was pushed out from the exchange port of the catheter. Resistance was encountered and the delivery system was unable to continue advancing through the working channel of the scope. Inadvertently, the biliary stent was deployed within the working channel of the scope. The deployment catheter of the stent and guidewire were removed from the scope. The ercp scope was then removed from the patient with the stent within the working channel. Outside of the patient, the stent was removed from the scope with biopsy forceps. The scope was reintroduced into the patient. The procedure was completed with another rapid exchange biliary stent system and the same hydra jagwire. There were no reported patient complications. The patient was reported to be fine after the procedure.